Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed for banding varices in the distal esophagus on (B)(6) 2013. According to the complainant, the patient had large grade two non-bleeding esophageal varices which needed to be banded; the patient has a history of bleeding varices. The first three bands were successfully deployed. The next three bands did not adhere to the varices. Each time the varix was suctioned and a band was placed, the band stayed on for a second and then slipped off. This caused the varix to bleed. A new speedband superview super 7 device was used, and two bands were placed on the varices, and the bleeding was stopped. The patient experienced a 300 cc blood loss. No transfusion was necessary, however, the patient was sedated and intubated to protect the airway, and sent to the ICU the patient was extubated and able to breathe on own without difficulty. (Date of extubation unknown). The patient was released on (B)(6) 2013. According to the complainant, the extended stay was not due to the problems encountered during this procedure, but was due to her renal disease and other comorbidities.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed for banding varices in the distal esophagus on (B)(6) 2013. According to the complainant, the patient had large grade two non-bleeding esophageal varices which needed to be banded; the patient has a history of bleeding varices. The first three bands were successfully deployed. The next three bands did not adhere to the varices. Each time the varix was suctioned and a band was placed, the band stayed on for a second and then slipped off. This caused the varix to bleed. A new speedband superview super 7 device was used, and two bands were placed on the varices, and the bleeding was stopped. The patient experienced a 300 cc blood loss. No transfusion was necessary, however, the patient was sedated and intubated to protect the airway, and sent to the ICU the patient was extubated and able to breathe on own without difficulty (date of extubation unknown). The patient was released on (B)(6) 2013. According to the complainant, the extended stay was not due to the problems encountered during this procedure, but was due to her renal disease and other comorbidities.